Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to restock cubie and barcode scanner was not working. A technical support specialist remoted into the machine and confirmed that the barcode device was connected, instructed the user to verify that the barcode scanner connection to the machine was properly secured. After some time, the user repositioned the machine and confirmed that the barcode scanner began functioning correctly. Guided the user through the restocking process using supplemental restock from purchase order. However, the user was unable to complete the restock, as the received items were full cubies rather than medications that could be directly refilled into existing cubies. Despite this, the transaction was recorded as a restock. The user was also unable to remove the medication from the cubie received from the pharmacy. Later the technical support specialist asked customer for further information. The technical support specialist (tss) had been waiting for a response from the customer, but no reply was received regarding further assistance. Therefore, the technical support specialist closed the case.

Event description:
It was reported that while using the bd pyxis¿ medbank tower, two cubies for medications of prednisone and atropine failed to eject, preventing replacement of the old cubie. Additionally, the barcode scanner was not functioning and required manual code entry.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.